Manufacturer narrative:
Product event summary:the catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit and the mechanical operation of the catheter was damaged. Additionally, the catheter shaft was bent and the slitter was analyzed. The analyst also noted: spiral slitting (technique issue) starts from the beginning and continues to shaft separation at 36.1cm (from the handle), stress cracking visible on shaft near separation. Shaft is kinked at various locations. Blood visible on slitter nose, blade is damaged, dull and bent. Damaged at procedure.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the catheter broke in half during slitting. The catheter will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.